Event description:
My sister uses clear care lens solution for her contact lenses. Used the last of my lens solution (made by bausch & lomb) to store my lenses for the night. I picked up the clear care bottle and on the front of the bottle it reads "for storage and disinfecting no rub solution" so I believed it to be a similar multi purpose solution. I then used clear care to rinse my lens and when I placed it in my right eye it burned and could not open my eye for 5 mins. I was eventually able to take the lens out and immediately rinsed my eye with water. My right eye remained swollen and sensitive to light the entire day. This adverse event has lasted for 2 days. The front of the bottle needs to be clearly labeled "not for rinsing." After contacting the company, I found out this product contains 3% hydrogen peroxide.